Manufacturer narrative:
Product complaint # (B)(4). H.6. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: lot number unknown, I do have the plastic package the suture came in but not foil or suture. I attempted to tell the person taking the pi over phone but she was uninterested in filing this product complaint properly and I said I could send the plastic suture holder but she ignored me and disconnected phone call. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a tubal ligation procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by the sale rep/during total knee arthroplasty procedure, the needle tip broke during usage. No patient consequences reported. No device is returning. No adverse patient consequences were reported. Additional information was requested.